Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was black marks at the injection sites of the bd microlance¿ needles resulting in foreign matter in the fluid path. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: picture show a cream needle hub, and customer reported g18 which should be pink hub. Black marks were observed in compress, not clear if come from needle." DHR/bhr review: all the production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's were found. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode. Based on review of product history, which showed no indication of the alleged defect, and since affected sample is not available for our evaluation, it is not possible to do an accurate investigation and determinate the origin of this contamination related to manufacturing process at this time.